Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00013 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: it was reported by the customer that there is aberrant results in samples, cst ok aberrant results in samples, cst ok.

Manufacturer narrative:
Awarness date was changed from 11/2/2022 to 12/25 2022. H3 other text : see h.10.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: it was reported by the customer that there is aberrant results in samples, cst ok aberrant results in samples, cst ok.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: it was reported by the customer that there is aberrant results in samples, cst ok aberrant results in samples, cst ok.

Manufacturer narrative:
Common device name: flow cytometric reagents and accs. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.